Event description:
Customer reported that erroneous accutni (troponin I) results were generated for two pts by the access 2 immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The results were retested and the results obtained were within the normal reference range. The customer reports that all samples are routinely tested in duplicate because of ongoing issues with fibrin in the sample tubes. The results were not reported out of the lab. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and examined the system. The sample probe was found to be visibly worn. The fse replaced the substrate probe and the sample probe. The repair was verified per established procedures, tested and the results met published performance specifications. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.